Manufacturer narrative:
Based on complaint description, due to fact that product was not returned , investigation raised that it is possible that the device hit hard tissue or bon and therefore misused. It was concluded that, such misuse led to product breakage.

Event description:
It was reported that the first implant deployed but when the needle was retracted. The tip had broken off. The tip was removed from the patient; it required an additional incision and he changed the meniscal repair to a mini open.